Event description:
It was reported by service report that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the brakes would not hold. This was found to be reported in error. The correct issue with this device was that the footrest would not support weight.

Event description:
It was reported that the footrest would not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.